Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message was confirmed during initial functional testing and archive data review. The root cause of the error message was due to a defective processor board, likely attributed to a defective component. During visual inspection, not related to the reported complaint, noticed cracked top cover and front enclosure likely due to mishandling such as a drop. The top cover and front enclosure were replaced to address the issue. The archive data review showed the occurrence of system error - latch error 132 (internal watchdog timeout); thus, confirming the reported complaint. Also, unrelated to the reported complaint, user advisory (ua)07 (discrepancy between load 1 and load 2 too large) recorded in the archive. The load sensing system detected a weight or load imbalance between the two load cells. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the customer complaint. The defective processor board was replaced to address the reported issue. Load cell characterization test revealed the load cells are defective. The cracked covers and the defective load cells were likely attributed to mishandling, such as a drop. The load cells were replaced to address the ua07 error message. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial #34444) displayed "system error, out of service, revert to manual CPR " upon powering on. Error message could not be cleared by the user. No patient involvement.